Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, buffalo filter llc, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. On behalf of the customer, the (B)(4) representative reported an issue with the goldvac slim, push button, 10ft, item # 60-7610-001, serial # (B)(4) that occurred (B)(6) 2019. It was reported that "resident was operating inside the abdominal cavity when the electrode caught on fire - there was actually a flame". It is indicated that there was no impact or injury to the patient and the procedure was successfully completed by using a covidien pencil with no reported delay. Additional information obtained indicates that towards the beginning of a "whipple procedure" the resident was dissecting inside the abdominal cavity when the pencil caught fire. It was noted that it didn't look like there was any build up on the blade when the flame appeared. The flame was present only for a brief time and disconnected. The surgeon reverted to a covidien pencil and the procedure was successfully completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.